Event description:
Subsequent to the initial MDR, a correction has been made.

Manufacturer narrative:
(B)(4). E1: reporter information - correction. H2: correction.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the receiver had no audio output. The patient had a hypoglycemic event with no alarm and was found unconscious by his mother. He was hospitalized; no treatment details were provided. At the time of contact, that patient was in stable condition. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.